Event description:
Event description cpi received information that at a replacement procedure of an implantable pulse generator (ipg) this bipolar lead was capped. The physician elected to replace the lead because the lead would not capture.